Event description:
It was reported that during a ptca/stent procedure in an acute mi pt, the lesion was first pre-dilated. The stent delivery system (sds) was inflated to 10.2 atm, at which time the balloon appeared to be inflated larger in the middle of the balloon, the stent was deployed at the lesion, and upon removal of the sds, it could not be pulled into the guiding catheter. The sds and guiding catheter were removed as a single unit. Angiography was performed and there was some perforation found at the middle of the stent. The perforation was observed for a period of time, but no therapy was administered.